Event description:
Complainant called requesting verification that a medical device was "approved by the FDA" as stated in the firm's literature prior to purchasing device for $400. Complainant was elderly, in poor health and suffered severely from neuropathy. Complainant received advertisement in the mail and on the internet (www.rebuilermedical.com) on the rebuilder 2405 system. The rebuilder 2405 systems website states that the device is "FDA approved" and that users are rebuilding their nerves and muscles" after being told their nerves were dead. The rebuilder medical technologies, inc. Website states it is a medical research, development, and manufacturing company.